Manufacturer narrative:
.

Event description:
An adverse event form for a study patient was received indicating that the patient experienced increasing frequency in coughing with increased severity. It was noted that the patient experienced one episode of vomiting with the cough. It was noted that the event is ongoing and possibly related to device implant and stimulation. It was noted that the coughing was severe, but was not serious. The adverse event caused the patient to discontinue from the study and vns was programmed off on (B)(6) /2014. The coughing has not resolved.

Event description:
Further information was received indicating that the reported vomiting due to coughing started on (B)(6) 2014 and it resolved on (B)(6) 2014.

Manufacturer narrative:
Report source; corrected data: the previously submitted MDR inadvertently did not indicate ¿study¿ as report source.